Manufacturer narrative:
(B)(4). The event is confirmed. Functional testing of the returned product identified the cutter failed to meet the mesh test acceptance criteria. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2022-00868.

Event description:
No further event information available at the time of this report.